Manufacturer narrative:
Evaluation - one service replacement sony lmd-2451m monitor part number 72203006s was received on 08/10/2015 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was found. Product passed all functional tests and 6 hour burn-in. All video inputs and outputs perform as expected. Picture quality remained clear with no signal loss or interference during burn-in. No problem found. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During anterior cruciate ligament reconstruction, the picture on monitor went futuristic and not a clear picture. A back-up monitor was used to complete the procedure, and the patient was noted to be fine post-procedure. This monitor had been previously used without issue.(B)(4) camera head used in the procedure.